Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger connector damaged) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was a physically damaged l602 inductor on the bedside pca. Additionally, the power supply connector was damaged. The root cause for the damaged l602 inductor could not be positively identified. The root cause of the for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's charger indicating that the connector was damaged.